Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site. The fe checked the reader camera optics fine adjustments, handler probe, wash block, diffuser plate, pressure and vacuum, which were all within specifications. Ocd second level support (tac) reviewed the log files submitted by the fe. Review of the gel card and bitmap image both showed a very weak reaction. The reference image pre adjustment and post adjustment as well as the tif image showed that there may be too much light on the bottom half of the card. The fe cleaned the lower and upper led banks. The upper bank was found to be dirty. Reader adjustments were completed and new reference image was created. Wad diagnostic test was successfully and qc testing was acceptable. Repairs have returned this instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated. (B) (4).

Event description:
The customer reported that the ortho provue analyzer interpreted a positive (1+) reaction with screen cell #1 as negative. The customer visually inspected the results and confirmed that the reactions in the microtube were positive (1+). The customer performed panel testing with the sample in manual gel method and identified anti-k antibody. The incident occurred on (B) (6)2009. No erroneous results were reported. The customer indicated that they have not observed the issue with any other samples and this was an isolated incident. False negative test results can lead to transfusion of incompatible blood.